Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation and cavotricuspid isthmus ablation procedure a pericardial effusion occurred. While the cavotricuspid isthmus ablation was being performed two steam pops occurred and the patient became hypotensive. An echocardiogram revealed the pericardial effusion in the right isthmus, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.